Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid left anterior descending artery with moderate calcification. The 3.0 x 15 mm tenku balloon catheter was prepared per the instructions for use (IFU) and advanced without issue. The tenku balloon was inflated; however, the balloon ruptured during the first inflation of 6 atmospheres (atm). A new non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.